Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridge during the load sequence. Customer changed the cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.